Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the sprinter legend rx ptca balloon catheter survey results from an interventional cardiologist using the devices for the past year. In the past 6 years. The physician has used sprinter legend rx 45 times using intermediate sizes. Deflation difficulties which impacted the procedure but had no clinical /patient impact and an infection related to a pre-existing condition or comorbidity, were experienced when using the product over the last 12 months.